Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged on keypad traces. No button error alarm or numbers scrolling up noted. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer stated that her pump alarmed button error during a bolus. The customer stated that the numbers kept going up without touching and she was unable to escape. Customer was advised to discontinue use of the device and to revert to a backup plan.